Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. Additional information indicates that dislodgement was confirmed via fluoroscopy. Moreover, the lead exhibited loss of capture and undersensing noted. The lead was surgically abandoned. No additional adverse patient effects were reported.